Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient stated due to the hurricane, he was unable to get the pump filled about 6 weeks ago, and the pump went dry. The patient went through withdrawals. The patient stated he was at the hospital. When asked the medication dose and concentration, the patient stated, ¿50% mg/ml¿. When asked the event date, the patient stated, ¿about 2 weeks ago¿. The patient did not have a health care provider (hcp). There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. The patient called requesting for physician listings. No further patient complications were reported.